Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use in a cystolithopaxy procedure in the bladder performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber bent and broke. The procedure was completed with another flexiva 200tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no reported patient complications.

Manufacturer narrative:
H6: problem code 1069 captures reportable event of fiber broke. H10: investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 129.7 cm from the top of the connector to the break. The second piece measured approximately 186.2 cm and included the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Event description:
It was reported to boston scientific corporation on november 6, 2018 that a flexiva 200 tractip laser fiber was opened for use in a cystolithopaxy procedure in the bladder performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber bent and broke. The procedure was completed with another flexiva 200tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no reported patient complications.